Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report that the display turned on and off unexpectedly. The customer's blood glucose level was unknown. The caller was unable to troubleshoot due to not having the insulin pump nearby. Caller was informed to have customer call to troubleshoot. The insulin pump was not replaced or returned.